Manufacturer narrative:
The manufacturer previously reported a failure of the system board and blower motor. The blower motor and system board were returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the blower motor failing was due to seized bearings. The system board was evaluated and found to operate to design specifications.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's blower motor was replaced to address the issue. "Service required" codes were found in the ventilator's downloaded error log. The device's system and sensor board were replaced to address the issues.